Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was not working as expected. Reportedly, the customer has to press the button multiple times before the pump responds. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Customer stated they will continue to use the pump for insulin therapy.